Event description:
It was reported that the customer had a high blood glucose level of 389 mg/dl. Customer has been running high all afternoon. Customer stated that he realized that his site may have been occluded with blood. Customer removed the infusion set and noticed that he had blood at the site. Customer changed the site and noticed that the blood glucose levels were still high. Customer did a manual injection and was experiencing cramps about 2-3 hours ago. Customer's mouth felt like it had a sweet dry taste. Customer stated that he has a back-up plan. Customer treated with a bolus and a manual injection. Customer was hospitalized for flu-like symptoms but not for high blood glucose levels. Customer was advised to disconnect from the pump. Customer found a little tiny air bubble at the end of the tubing where he connects at. Customer ran a manual prime and the insulin did exit the tubing. Pump passed the high pressure test. Pump settings were correct. No further assistance required.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.